Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted due to formatting were unable to view. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr utilizing a valve, a 14f manta was deployed for closure in the right common femoral artery. Arteriotomy was 8mm, no calcification or tortuosity was present. The patient's condition was recorded as morbidly obese with a bmi of 43. The IFU specifically warns not to use the manta device on patients with marked obesity: bmi >40 kg/m2 . A high bmi can cause the manta implant not to catch on the vessel properly during deployment causing an ineffective seal at the access site. Activated clotting time (act) was recorded as 271. Manta deployment procedure requires act should be below 250 prior to deployment. A high act indicates bleeding issues, it is unknown if protamin was administered to control the act. Following the procedure, the patient became hypotensive with tachycardia and realized a hematoma developing. Hematomas are a common surgical event caused by trauma to the vessel wall and does not indicate device failure. A CT scan revealed a large right rp bleed; the patient was administered 4 units of blood with pressors. The bleed was managed medically and after several days the patient was discharged. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are known adverse events associated with the manta closure device. The suspected root cause of the retroperitoneal bleeding is the implant was ineffective in creating hemostasis; however, it is inconclusive as to why the implant was ineffective in creating hemostasis due to insufficient information available. It may possibly have been correlated to poor patient selection (morbidly obese), incorrect size selection of manta device, or procedural complications.

Manufacturer narrative:
An investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: tavr case, patient reported with a bmi 45. Heart valve placed, no tortuosity, 8mm right cfa no calcification. Hypotensive after procedure, realized hematoma developing, tachycardia. CT scan completed and a large right rp bleed, 4 units blood given, pressors. Bleed managed medically, in ICU for several days, discharged (B)(6) 2021.